Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 406 mg/dl, which the customer had been trying to treat with the insulin pump. The customer stated that they did not have any more insulin, but they confirmed that insulin did exit the tubing while they were not connected to the device. No troubleshooting was performed. Nothing further was reported.